Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The patient reported they had a transient ischemic attack (tia) over the weekend and they had sciatic nerve problems at their hip. No device issues reported. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2017-22127 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the healthcare provider and the patient reporting that the tia and the sciatic nerve problems were not related to the device. The patient reported that CT, cta, and EKG were negative regarding the tia. The patient reported that they have had the sciatic nerve pain for months. The patient reported that they wore a holter heart monitor for 24 hours with no problems. The patient reported seeing their hcp on 2017 (B)(6) to review their situation and the hcp released the patient for european travel on 2017 (B)(6). The patient reported that the tia was resolved, and that they are now taking 81mg of aspirin daily as well as a daily dose of lipitor for cholesterol. No further patient complications have been reported as a result of this event.